Event description:
The customer reported that while running a hepatitis core assay, summit sample handler did not aspirate or pipette the correct amount of reagent and did not give an error message. A field service engineer was dispatched and problem was not duplicated. No death or serious injury was associated with this event.